Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the distal esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the elastic bands were attempted to deploy, but there was difficulty placing the bands and did not separate completely from the ligator cap. Then, a second speedband device was used and the two elastic bands were successfully deployed, but the rest of the bands would still not separate from the ligator cap. The procedure was completed at this time. Additionally, there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.